Event description:
It was reported that the pump touchscreen was unresponsive and was delayed in responding to presses. Customer¿s blood glucose was 144-265 mg/dl. Customer required assistance from neighbor to administer a bolus to address bg. Reportedly, the customer performed a pump reset to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.